Manufacturer narrative:
Evaluation summary. No sample has been returned for the report of a blade that did not cut. Because no sample was returned for evaluation, the condition of the product could not be verified. The complaint lot was identified. A review of the related device history records (DHR) has been performed; no anomalies were found. The product was released based on the products acceptance criteria. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as dull and damaged cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. The root cause for the defect experienced by the customer cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgery room manager and a nurse reported that a knife did not cut or that it cut badly during a procedure. An alternate knife had to be obtained in order to continue the procedure. Patient impact information is unknown. Additional information has been requested. This is one of nine reports being filed for this facility. This report refers to the event that happened on (B)(6) 2015.